Manufacturer narrative:
Concomitant products: 10ml bd syringe ref 306500, lot 607711a, exp 16 mar 2019, 0.9% sodium chloride; 10ml bd syringe ref 306500, lot 608811c, exp 27 mar 2019, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an IV tubing leak during an unspecified infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an extension set leaking was confirmed. Functional testing found that there was a leak at the junction of the tubing and the micron filter, which was further confirmed during leak testing. The root cause of the leak was determined to be insufficient bonding solvent applied on the tubing during manufacturing.